Manufacturer narrative:
Product analysis: the red locking pin was removed from the handle. Kinks observed on the device in the protective sheath. This damage possible happened during packaging for return size on strain relief 9f 16mm x 100mm damage observed to the catheter the stent was not returned on the device kink on inner tubing approximately 100mm of the inner tubing was exposed the strain relief was pulled back to open the handle the handle was open, the sheath was in the correct place for stent deployment the wire was not broken and no component was missing in the returned handle image analysis video analysis two videos were provided for evaluation. In the videos you can see the stent is not fully deployed. Balloons were used to post deploy the stent. After a couple of balloons are used for the post deployment the flow is normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using an abre stent for the treatment of a 100mm soft tissue lesion with estimated 70% compression (may thurner syndrome) in the proximal region of the common iliac vein. The artery diameter was 15mm. A 6fr sheath was used. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated. The device did not pass through a previously deployed stent. The lock pin was removed prior to deployment. It was reported the stent partially deployed. The stent had started to flower and the thumbwheel became difficult to move and the stent would not open. Physician continued advancement of wheel with stent not opening for several cm of stent. As wheel continued to be advanced the stent started to open up past unopened segment forming a waist in the stent. After several post balloon dilations the stent opened and functioned normally.